Event description:
It was reported that the catheter fell out of the patient on the day of use.

Manufacturer narrative:
The reported event was unconfirmed. A hematuria catheter was returned. There was a line marking noted along the balloon. (Gross visual evaluation). For the functional evaluation, the catheter was inflated with 50 ccs using a 10 cc syringe. No visual issues were noted there were also no leaks. The balloon was then deflated with the same syringe and no issues were noted. The dimensional evaluation showed a diameter of 1.80180 inches with a length of 1.6485 inches. Both the balloon height and diameter are within specification. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "(3) insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. As to double-balloon catheter, infuse through the valve printed bladder for balloon inflation. After the prostatic balloon part of the device enters the prostate, using a needleless syringe, infuse the specified volume of sterile water through the valve printed prostate to inflate the balloon. (4) pull catheter to seat the balloon at the level of the bladder neck and secure placement." Correction: d4, h4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter fell out of the patient on the day of use.

Manufacturer narrative:
The reported event was unconfirmed. A hematuria catheter was returned. There was a line marking noted along the balloon. (Gross visual evaluation). For the functional evaluation, the catheter was inflated with 50 ccs using a 10 cc syringe. No visual issues were noted there were also no leaks. The balloon was then deflated with the same syringe and no issues were noted. The dimensional evaluation showed a diameter of 1.80180 inches with a length of 1.6485 inches. Both the balloon height and diameter are within specification. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "(3) insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. As to double-balloon catheter, infuse through the valve printed bladder for balloon inflation. After the prostatic balloon part of the device enters the prostate, using a needleless syringe, infuse the specified volume of sterile water through the valve printed prostate to inflate the balloon. (4) pull catheter to seat the balloon at the level of the bladder neck and secure placement." Correction: device identification.

Manufacturer narrative:
The reported event was unconfirmed. A hematuria catheter was returned. There was a line marking noted along the balloon. (Gross visual evaluation). For the functional evaluation, the catheter was inflated with 50 ccs using a 10 cc syringe. No visual issues were noted there were also no leaks. The balloon was then deflated with the same syringe and no issues were noted. The dimensional evaluation showed a diameter of 1.80180 inches with a length of 1.6485 inches. Both the balloon height and diameter are within specification. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "(3) insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. As to double-balloon catheter, infuse through the valve printed bladder for balloon inflation. After the prostatic balloon part of the device enters the prostate, using a needleless syringe, infuse the specified volume of sterile water through the valve printed prostate to inflate the balloon. (4) pull catheter to seat the balloon at the level of the bladder neck and secure placement." Correction: d4, h4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter fell out of the patient on the day of use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient on the day of use.